Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive force on tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. There has been no adverse trend for spike fluid leaks. Solventum will continue to monitor.

Event description:
A user facility reported when changing the bag, the spike disconnected from the tubing of 3m¿ ranger¿ blood/fluid warming high flow set. No injuries or medical interventions were required due to the alleged malfunction.